Manufacturer narrative:
Additional information received: the event was clarified; the taper tip came unseated. The taper tip did not fully detach. The taper tip separated and was removed with the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 60mm abdominal aortic aneurysm.  It was reported during the index procedure after deployment, the physician went to recapture the spindle in the tapered tip, the physician began to turn back the wheel and did recapture the spindle within the sleeve of the tapered tip, but a piece of the back-end wheel broke off at the same time. The physician attempted to remove the device from the patient and the tapered tip then became separated and slid above the spindle. The physician was unable to remove the device out through the percutaneous incision. The physician had to then make an incision at the groin in order to remove the delivery system out of the iliac artery.  As per the physician the cause of the detachment could not be determined. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the tip did not detach. The tapered tip came unsheathed when the surgeon went to remove the delivery system from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.